Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an episode showing oversensing while the patient was on vacation in spain. Technical services (ts) discussed the signal is triple detected, as the subcutaneous echocardiogram (s-ECG) shows both p-wave and t-wave oversensing, which resulted in inappropriate shock delivery. The delivered shock induced an arrhythmia which appears like ventricular fibrillation (vf), and the device then detected the arrhythmia and delivered four additional shocks until therapy was exhausted. The vf could not be terminated and the episode ends with the patient still being in vf. External assistance was required to get the patient out of vf. The patient remembers the first shock, however, then lost consciousness and woke up in a hospital. Troubleshooting was performed once the patient returned to germany and x-rays show the electrode in a very cranial position, which could have resulted in the ineffectiveness of the shocks. The initial inappropriate shock was caused by decrementing of the r-wave amplitude and eventual p-wave and t-wave oversensing. The reduction in r-wave amplitude was likely due to brugada indication. In addition, stress test was performed, which shows a big difference in morphologies when compared to the actual episode. Ts recommended switching to a different vector to potentially reduce the risk of further inappropriate shock, however, this cannot be completely ruled out. The patient is doing well at this time. Additional information was received indicating the s-ICD system was explanted. No additional adverse patient effects were reported. The s-ICD device is expected to be returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an episode showing oversensing while the patient was on vacation in spain. Technical services (ts) discussed the signal is triple detected, as the subcutaneous echocardiogram (s-ECG) shows both p-wave and t-wave oversensing, which resulted in inappropriate shock delivery. The delivered shock induced an arrhythmia which appears like ventricular fibrillation (vf), and the device then detected the arrhythmia and delivered four additional shocks until therapy was exhausted. The vf could not be terminated and the episode ends with the patient still being in vf. External assistance was required to get the patient out of vf. The patient remembers the first shock, however, then lost consciousness and woke up in a hospital. Troubleshooting was performed once the patient returned to germany and x-rays show the electrode in a very cranial position, which could have resulted in the ineffectiveness of the shocks. The initial inappropriate shock was caused by decrementing of the r-wave amplitude and eventual p-wave and t-wave oversensing. The reduction in r-wave amplitude was likely due to brugada indication. In addition, stress test was performed, which shows a big difference in morphologies when compared to the actual episode. Ts recommended switching to a different vector to potentially reduce the risk of further inappropriate shock; however, this cannot be completely ruled out. The patient is doing well at this time. Additional information was received indicating the s-ICD system was explanted. No additional adverse patient effects were reported. The s-ICD device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Investigation of the available information determined this device delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an episode showing oversensing while the patient was on vacation in spain. Technical services (ts) discussed the signal is triple detected, as the subcutaneous echocardiogram (s-ECG) shows both p-wave and t-wave oversensing, which resulted in inappropriate shock delivery. The delivered shock induced an arrhythmia which appears like ventricular fibrillation (vf), and the device then detected the arrhythmia and delivered four additional shocks until therapy was exhausted. The vf could not be terminated and the episode ends with the patient still being in vf. External assistance was required to get the patient out of vf. The patient remembers the first shock, however, then lost consciousness and woke up in a hospital. Troubleshooting was performed once the patient returned to germany and x-rays show the electrode in a very cranial position, which could have resulted in the ineffectiveness of the shocks. The initial inappropriate shock was caused by decrementing of the r-wave amplitude and eventual p-wave and t-wave oversensing. The reduction in r-wave amplitude was likely due to brugada indication. In addition, stress test was performed, which shows a big difference in morphologies when compared to the actual episode. Ts recommended switching to a different vector to potentially reduce the risk of further inappropriate shock, however, this cannot be completely ruled out. The patient is doing well at this time. Additional information was received indicating the s-ICD system was explanted. No additional adverse patient effects were reported. The s-ICD device is expected to be returned for analysis.